Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that this mitral bioprosthetic valve was implanted and explanted on the same day. The device was replaced with another bioprosthetic valve for unknown reasons. No other adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from the health care facility (hcf) via an operative report that this reported adverse event was inadvertently reported on the incorrect model and serial number. An initial report will be submitted with the accurate model and serial number noted in the complaint. There is no complaint on model number 310c27 serial number (B)(4), this valve remains implanted and functioning as intended.